Manufacturer narrative:
According to the information received, coloplast is unable to determine if the catheter trip broke prior to or following insertion. Further, the question of whether a part of the catheter remained in the patient is unknown. The issue of catheter trip breaking is a known risk. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to the information received, the catheter broke from the balloon to the top. There is a straight cut along the top. The EU's nurse inserted the catheter and subsequently noted that there was no tip. She is not sure whether the part already was missing before insertion or if a piece was left behind in the patient. She expects that when she unpacks a catheter, it is complete. She regularly catheterizes people and it is a routinized handling so that might be a reason why she possibly could have missed it if there was no tip. This happened in a hospital setting and the nurse asked the doctor to help. He inserted a prostate catheter with a guidewire. He decided not to check for the tip immediately because they were already working on the patient for almost an hour and it could have been stressful for him due to waiting in a busy hospital setting for 1+ hours.